Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the smart device displayed that the bluetooth was turned off. It was reported that the operating system for the smart device was not a supported system. No additional patient or event information is available. No additional patient or event information is available. No data was provided for evaluation; however a video was attached. The reported smart device notification that the bluetooth is turned off was confirmed. A root cause could not be determined. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.